Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to enter MRI mode, one of the patients leads had high impedances and patients other lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein one of the leads was explanted and replaced and the other was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.